Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. The device involved was an instrument and does not have an expiry date. The expiration date (6/1/2035) submitted on the initial was reported in error.

Event description:
Additional information received indicates that the instrument was not broken into any parts just no longer grips any drill bits. Drill bits no issue with, though have requested replacements as these do blunt over time.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
During a routine kit inspection, it was discovered that one of the flexible drill shafts no longer holds the drill bits securely. No affect on surgery and kit was opened for inspection.